Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was found that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) lead pace impedance measurements, measuring greater than 2000 ohms. At this time, this device system remains in service and there were no adverse patient effects reported.